Event description:
It was reported that near the base where the level works to widen the legs on the rhl450-1 lift, there is a main bolt that is there, this bolt has repeatedly come loose. They have repaired on their own several times, but this is a recurring issue.